Event description:
It was reported that the ilet¿s screen was found cracked upon waking, after having been intact the prior night, which prevented unlocking and normal use; the device had been synced previously and will be returned. Symptoms included no injury. Outcomes included interruption of device usability requiring replacement and user education on data sync, shutdown, return, and startup of the replacement device while continuing cgm use with phone or receiver. Investigation included collection of incident details and arrangements for return and replacement. Investigation of this case revealed a damaged display assembly consistent with a cracked or broken screen that rendered the interface inoperable. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the screen from an undetermined external force.